Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the staple reload closed on tissue and the surgeon had to staple wedge around it to get out. There was a temporary injury due to the whole created in the stomach.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia* ultra universal xl stapler. The event report alleges the product was used in a surgical procedure. Visual functional indicated no abnormalities. Pmv performed functional testing which included the instrument was successfully loaded with an endo gia* roticulator* 60-3.5 sulu. The instrument and loading unit were applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
The reload got jammed and would not move. The patient is doing well and is being closely monitored. Surgical time was extended by 30 minutes or more.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.